Event description:
Boston scientific crm received information that a revision procedure was performed. This atrial lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was removed and replaced. Should additional information become available, this event will be updated.